Manufacturer narrative:
The reported field event of communication failure and no pacing could not be confirmed. Upon receipt the device was able to be interrogated with a programmer, and it was found to be in backup operation (bvvi) mode. Analysis of the device image revealed that it was corrupt. After the device was restored from bvvi mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Further testing performed revealed an anomalous integrated circuit in the hybrid. The cause of the backup mode is due to the anomalous integrated circuit.

Event description:
Additional information was received that the patient received temporary external pacing when they were admitted to the intensive care unit (ICU).

Event description:
It was reported that the device exhibited a loss of pacing which resulted in syncope. Additionally, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.